Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were admitted to the emergency room (ER) due to dizziness and shortness of breath. The patient also reported that the physician stated that ¿they had pauses before the device kicks in¿. The device remains in use. No further patient complications have been reported as a result of this event.